Manufacturer narrative:
This report is a supplemental report as the device was returned for evaluation at bench. The remote service engineer (rse) talked to the customer and confirmed a speaker malfunction error message was displayed. The rse arranged a replacement device was sent to the customer. The defective device was returned and evaluated at bench and it was confirmed the speaker was defective and no sound was present. Based on the information available and the testing conducted, the cause of the reported problem is fa defective speaker. The reported problem was confirmed. The customer was provided with a replacement device to resolve the reported issue. It has been concluded that no further action is required at this time.

Manufacturer narrative:
The following functional tests were performed: the remote service engineer (rse) talked to the customer and confirmed a speaker malfunction error message was displayed. The rse arranged a replacement device was sent to the customer. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was confirmed. The customer was provided with a replacement device to resolve the reported issue. It has been concluded that no further action is required at this time. If additional information is received a supplemental report will be sent. E1: reporting institution phone#: (B)(6). E1: reporter phone# :(B)(6).

Event description:
It was reported the device displays a speaker malfunction error message and there is no sound coming from the device. The device was not in use on a patient. There was no report of patient or user harm.